Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 75 units. Reportedly, the cartridge was filled with over 400 units of insulin. The customer¿s blood glucose level was 316 mg/dl. The customer reloaded the cartridge and received another inaccurate fill estimate. Reportedly, the continued to use the pump for insulin delivery.